Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer was also suffering from a sinus infection, and the customer's doctor was aware that this may have caused the customer's blood glucose to run slightly higher than normal. The reported blood glucose reading was 614 mg/dl at the time of the event. Troubleshooting was performed. The prime test passed. However, the high pressure test failed. The customer last changed her infusion set three days prior to the event. The customer was already in possession of a new insulin pump, so she was advised to stop using this insulin pump and to begin using the new insulin pump. Nothing further was reported.